Event description:
(B)(4). Not exactly sure on the date, since my doctor won't give me my records. Ever since implantation, I've experienced bouts with the following: weight gain, joint pain, back andamp; neck pain, rashes, headaches, voice change, memory loss andamp; brain fog, raynaud's syndrome, reoccurring yeast infections, trigeminal neuralgia, depression, anxiety, insomnia, mood swings, reactions to vitamins.